Event description:
It was reported that the patient experienced a pericardial effusion. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was used. The right pulmonary veins and the left inferior pulmonary vein (lipv) were successfully ablated with the faravave catheter, but the left superior pulmonary vein (lspv) was difficult to canulate due to the transseptal puncture being more anterior than usual in this procedure. The faradrive sheath was deemed too soft to reach the location with the farawave catheter, so a steerable, non-boston scientific diagnostic catheter was inserted inside the faradrive sheath to locate the ostium of the lspv with intention to exchange it for the farawave afterwards. After the exchange no more heart movement was seen on imaging, and a pericardial effusion was confirmed. The pericardium was then drained successfully. The procedure was able to be completed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.